Manufacturer narrative:
The device was not returned to zoll medical corporation; the suspect pace/defib engine board was removed and returned. However, testing of the board was unable to duplicate the malfunction. The customer confirmed replacing the pace/defib engine board resolved the malfunction.. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during training by facility staff, the device displayed a "pacer fault 115" message. Complainant indicated that there was no patient involvement in the reported malfunction.